Event description:
Per the clinic, the patient was placed under general anaesthesia in order to explant the device on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Based on clinical symptoms and troubleshooting performed on (B)(6) 2024, it was determined that the results are consistent with a device malfunction.

Event description:
Per the clinic, open circuits were noted on all electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.